Manufacturer narrative:
Patient initials (B)(6).

Event description:
It was reported that during a meniscal repair, after t1 was deployed successfully, the slider of device handle was stuck, t2 couldn't be deployed. Finally a backup device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. The actuator is in its post t2 deployment position indicating a complete deployment. Distal end of depth limiter is damaged. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of trigger advancement problems and t2 non-deployment could not be confirmed. This investigation could not verify or identify any evidence of product contribution to the reported problem.